Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of 30mm abdominal aortic aneurysm. It was reported that the kissing balloon technique was carried out during the index procedure near the terminal aorta from both sides after the device was implanted, as the ta was thin at 16mm. Final angio showed no endoleak and the procedure was completed. It was reported that three hours post the index procedure the patient¿s blood pressure dropped and an emergency procedure was carried out. It was reported that is was thought that vascular injury was caused near the terminal aorta because of the strong pressure applied during the kissing balloon technique. During the secondary procedure an endoleak was observed from the right common iliac artery, which was suspected to be a type IV, or a type iiib caused by device failure due to balloon inflation. A non-mdt (gore) stent graft was implanted inside the etlw1620c124ej (B)(4) stent graft limb as treatment. After ballooning was carried out and final angio performed showed the endoleak was seen to have been resolved and the procedure completed. After the procedure the patient¿s blood pressure was stable. As per the physician, the cause of the event was due to user error due to the balloon pressure being too strong during the kissing technique causing the vascular injury. The endoleak was suspected to be a type IV, or a type iiib caused by device failure due to balloon inflation. It was reported the blood pressure decrease was caused by these events. No additional clinical sequelae were reported and the patient is being monitored.